Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up and high capture thresholds were observed. Subsequently, the patient presented for an rv lead revision and low pacing lead impedance was also noted. The lead was explanted and replaced when repositioning was unsuccessful. The procedure was completed with no complications.